Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to reset the smart device and then disable and re-enable bluetooth in the smart device's settings. Advised patient that version 9.2 is not yet on our compatibility server and to check back in a couple of days. No additional patient or event information is available.